Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge issue occurred as no drops were observed coming out of the cartridge patient line. Customer¿s blood glucose level (bg) was 427 mg/dl with moderate ketones. Reportedly, customer went to the emergency room (ER). The customer received intravenous fluids of saline and insulin. Customer was released from the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer loaded a new cartridge and successfully resume insulin therapy.